Manufacturer narrative:
Product event summary: the bin files and sheath, 4fc12 with lot number 99868, were returned and analyzed. The bin files showed multiple applications were performed with a catheter on the date of the event with no system issues. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking, it was torn. In conclusion, the reported issue was confirmed through testing. The sheath failed the return product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when a competitor catheter was inserted in the sheath, air ingress through the hemostatic valve was observed. The sheath was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.